Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did not confirm the reported device issue. Evaluation of the returned device found the whole monofilament returned loose and the posterior cuff and needle tip still attached to the rail end. The anterior cuff was engaged to the anterior needle tip with the link still attached to the cuff. The link was pulled from the posterior cuff and could appear very similar to a cuff miss. Based on the investigation, no product deficiency was identified. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot.

Event description:
It was reported that an arteriotomy closure of a non calcified, non tortuous common femoral artery was attempted using a perclose proglide device after a coronary diagnostic procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.